Event description:
The balloon burst.

Manufacturer narrative:
The report we received from our affiliate indicated that the balloon burst while dilating a lesion in the femoral artery. The patient had calcified vessels. A 10 or 20 cc syringe was reported as been most likely used to inflate the balloon. The procedure was completed with another balloon. The product was returned for evaluation and testing; however, the engineering evaluation is not yet completed.